Event description:
The external pulse generator had been used as a loaner, was returned and subsequently tested out of specification at the manufacturer's. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the lower case was broken, one board connector cable and encoder flex were out of specification, the ring was bent and the keyboard was contaminated.